Event description:
Revision surgery occurred for patient for a total knee implant. Reasons for revision were tibial subsidence, pain, and osteolysis.

Manufacturer narrative:
Revision surgery occurred for patient for a total knee implant. Reasons for revision were tibial subsidence, pain, and osteolysis. Review of the device history record indicates that the device was manufactured to specification. Returned device evaluation: returned device evaluation is in process. Findings will be submitted in a supplemental report.